Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, noise and inappropriate pacing were observed when the electrical scalpel was used to explant the implantable pulse generator (ipg). Deviation of the blood pressure waveforms was observed on the telemetry monitor. The replacement procedure was completed, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.